Event description:
Pir - overinfusion of fentanyl. Container was empty and they should have had 82.5 ml left in the bag. Delivering at 18.4 ml per hour on (B)(6) 2010 around 5 pm. Patient was ok/no adverse effects. The tech did not have any further details.

Manufacturer narrative:
The evaluation is on-going. A follow-up report will be initiated after the completion of the evaluation.